Event description:
It was reported that the bd microlance hypodermic needle had no identification label. The following information was provided by the initial reporter: on march 12, 2023, during incoming inspection for cat. 9080101 needle 30gx1/2- USA lot #00478355 were found: one bag has no identification label.

Manufacturer narrative:
Device expiration date: na. Investigation summary: it was reported one bag has no identification label. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a plastic bag with needle assemblies. No label is visualized on that side of the bag. No other information could be obtained from the photo. It could be possible an associate missed placing the label on the bag. In additional to the label on the bag, a label is included in the case box confirming the product and lot number. A device history record review was completed for provided material number 302047, lot 0078355. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The photo will be shown to the associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.